Manufacturer narrative:
(B)(4). Batch # r9216u. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was disassembled to inspect the internal components, it was found that y-link was crack. The ¿remove instrument from patient¿ alert screen is a prelude to further diagnostics. To avoid inadvertent tissue damage during diagnostics the surgeon is guided to remove the instrument from the incision before proceeding. However, no alert screens were displayed at any time during testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, ¿remove instrument from patient¿ was displayed frequently and the device did not function. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.